Event description:
In 2023 I purchased a set of byte mail-order clear aligners for orthodontic treatment. The treatment was marketed as dentist-supervised and safe to complete remotely. There was no improvement in my teeth alignment and I quit using them after they began making my top gums bleed. At the time, I just swallowed the financial loss and figured aligners weren't a good option for me. I attempted to resolve the matter directly with byte by requesting a refund. I have contacted the company multiple times over several months but have only received automated or generic responses and no meaningful resolution. They made me sign a field safety notice after I asked for a refund, not prior to treatment. After learning about regulatory scrutiny and safety concerns related to byte's mail-order orthodontic practices, I became concerned that the treatment may not have been properly supervised and it was clear that it had been falsely advertised. I am submitting this report so the issue is documented as a potential medical device concern and so that the treatment experience is reviewed. There has been a ton of regulatory scrutiny surrounding the legitimacy and safety of byte aligners. They had to suspend selling them because of it. I spent $1,999.00 on these. That was a significant financial loss for me.